Event description:
It was reported during the aneurysm embolization procedure. When the stent was advanced into the catheter, resistance was encountered. During withdrawal, the subject stent was stuck and could not move. The physician withdrew the entire system and the subject stent was found half deployed in the catheter and half in the hub. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) and stent introducer sheath were not returned for analysis. The stent was removed from the microcatheter hub and was noted to be deformed in the middle of the stent. Functional inspection was not performed as was unable to duplicate the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent deployed prematurely during use was visually confirmed during inspection of the microcatheter. The reported event of the stent difficult/unable to advance or pullback through catheter could not be duplicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during one aneurysm embolization case, the operator delivered 3.0@24 atlas stent to go into catheter and when it went into catheter for about 0.5cm, big resistance was encountered. The stent could not be advanced so the operator decided to withdraw the stent back into introducing sheath but he found the stent got stuck at the position and could not move. So the operator withdrew the whole system and during this procedure the stent deployed in hub. The distal of the stent was in microcatheter for about 0.5cm'. The stent was returned for analysis in a deployed condition with the distal tip of the stent located inside the proximal opening of the microcatheter lumen and it was no longer present on the sdw. Once removed, the stent was inspected and noted to be deformed. The introducer sheath was not returned for analysis and neither was the stent delivery wire (sdw). Given the event description which notes increasing resistance from the time the stent was attempted to be transferred through the microcatheter hub and just inside the microcatheter lumen, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported events of stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and to the analyzed damage of stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use, and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors